Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the patient was hospitalized for heart disease problems while wearing his pump. The customer stated that the heart issues were hereditary but that the diabetes may have also played a role. It was also reported that the customer had wide swings in his blood glucose between 22 mg/dl and 400 mg/dl. The patient's wife noticed that the pump would not alert the customer to highs or lows, and that she had to wake him up several weeks ago to give him a glucagon shot. Last week his battery life was very short and he received multiple motor error alarms. The customer wishes to upgrade his pump to a 530g because he believes the threshold suspend feature will benefit both him and his wife. No products were returned and an order was placed for a 530g with enlite sensor.